Event description:
It was reported that a cartridge alarm 1 occurred and that another cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level was 180 mg/dl. A replacement pump was sent to resolve the issues.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. D9, h3, h10, remove codes: 67, 3221, 4114. D9, h3, h10, remove codes: 67, 3221, 4114.